Event description:
In 2006, we received the following info from r.n. At reginal hosp. In 2006, dr. Implanted a gore fep ringed gore-tex stretch vascular graft for future av access in the pt's left inner arm. The following day, the pt displayed 4+ edema throughout the left extremity; had a low grade fever; and had redness around the site. Thirteen days later, the extremity was still swollen and the physician removed the device the following day. The pt's condition is stable.

Manufacturer narrative:
H6. A review of the mfg paperwork was conducted. The review of mfg records verified that the lot met all pre-released specifications.